Event description:
The facility reported failure code 809:00 on channel b. Info was not provided regarding whether or not the failure code occurred during an infusion. The hosp representative stated that there was no report of pt incident since the last baxter service event.